Event description:
It was reported that cadd-legacy pump alarmed error code 130 but shorting pin inop. During testing. No patient injury reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt. Functional check was performed. The pump ran 2 minutes 30.37 seconds and then the pump alarmed at 2 minutes, 30.54 seconds. A battery loss alarm test was performed and passed. Error codes for high pressure, no disposable and error code 1310 messages were found in the device event history log. Results: the customer reported problem was duplicated during the investigation. The pump was found to have error code 1310 messages on the pump display. A 1310-day-change-not-near-24hrs error code message appears on power up when the batteries are inserted during the investigation. Investigation also found that the real time clock battery date had not reached the level at which the clock battery service due is required. Tested the pump with a cord remote dose connector and shorting pin. The dose connector was inoperable. Root cause of the reported event would be attributed to a faulty remote dose connector. Who caused the reported event to occur is unknown and could not be determined. Actions recommended are for error code 1310 to be cleared and replace the dose connector. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: model number: 6400, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.